Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a proximal end crossover to the contralateral corpora, causing the device to malfunction. The pump rode high up in scrotum. A surgical procedure was performed during which the physician reinserted the displaced cylinders and replaced the pump. No additional patient complications were reported.